Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Reportable based on completed device analysis of the related burr on (B)(6) 2017. A rotawire was received with MDR ID: 2134265-2017-11967 with no reported issues. The rotawire was used on the moderately tortuous and moderately calcified right coronary artery during ablation. The procedure was completed with this device. No patient complications were reported. However, device analysis revealed that a wire was stuck inside the coil.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit returned with the rotablator rotalink plus device for the related complaint. Only portion of the rotawire was returned, as part of overall visual revision. It was unable to determine if the returned device matches with upn provided by the customer, as no packaging was received with the devices and the upn is unknown. Visual inspection revealed that the rotawire was stuck inside the coil, as the coil was damaged. Only 14cm of the rotawire was retuned for analysis. The rotawire was cut both on the proximal and distal ends. Dimensional inspection was not performed as the overall length, outer diameter (od) of the distal tip, od of the middle device and od of the proximal section cannot be measured due to the device condition as only 14cm of the rotawire that was stuck inside the coil was returned. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on completed device analysis of the related burr on (B)(6) 2017. A rotawire was received with MDR ID: 2134265-2017-11967 with no reported issues. The rotawire was used on the moderately tortuous and moderately calcified right coronary artery during ablation. The procedure was completed with this device. No patient complications were reported. However, device analysis revealed that a wire was stuck inside the coil.